Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device reached elective replacement indicator (eri) earlier than expected. Prior to the replacement procedure, the device was not able to be interrogated with wireless telemetry, so a magnet was applied to inhibit detection during the procedure. The day after explant, the device was able to be interrogated with wired telemetry and found that the device was at end of service and had a power on reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed a severely depleted battery. The cause for premature battery depletion was not determined. Testing and evaluation of the hybrid reported normal operation with typical current drain levels and functionality. No hybrid anomalies were found. Battery analysis revealed lithium (li) plating breaches along the top edge of the anode separator adjacent to the exposed cathode tab. Plated-li extended from the breached opening and touched the cathode tab. Based on this analysis, the premature battery depletion resulted from an internal li-plating short. If information is provided in the future, a supplemental report will be issued.